Event description:
During a retrograde pvc ablation procedure using a livewire tc ablation catheter a cardiac perforation occurred. Near the conclusion of the procedure, the pt became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and a pericardial drain was placed. The pt stabilized and remained in the ICU two days for observation. No further intervention was required. The physician noted no performance issues with any sjm device.

Manufacturer narrative:
The product was not returned. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported cardiac perforation is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.